Manufacturer narrative:
Section h10: (h3) the revision reported is most likely the result of polyethylene wear. However, while the wear appears to be confirmed on the provided images, the contributions of implant positioning, patient-related conditions, and/or other potential factors to the reported event cannot be determined as the device was not returned for evaluation and limited information was available. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Event description:
As reported, approximately 4 years post op initial left tka, this 63 y/o female patient was revised due to poly wear. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Product not returning: hospital disposed of them. No further information provided.

Manufacturer narrative:
*The following sections have corrected information: b5, d1, d4, h4, h6. D11: concomitants: 200-02-35 three peg patella, 35mm 2575249. 200-04-33 cemented finned tray 3f/3t 2714060. 232-02-03 cr porous femoral size 3, left 2729028.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 5582059, 02-010-04-0330 - logic cr femoral por, right, sz 3. 5665950, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 5592507, 200-02-35 - three peg patella 35mm.

Event description:
As reported, approximately 4 years post op initial right tka, this 63 y/o female patient was revised due to poly wear. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Product not returning: hospital disposed of them. No further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported is likely the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. While wear appears to be confirmed on the provided images, potential contributions of implant positioning, user-related considerations, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.